Event description:
Related manufacturer reference number: 2017865-2021-11625. It was reported that the patient presented to the emergency room with palpitations. A chest x-ray confirmed that both the right atrial and ventricular leads were out of position. The patient was scheduled for lead revision, and both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead found no anomalies. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.